Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 24, 2025 and january 28, 2025. H11: two (02) actual devices were received for evaluation. A visual inspection was performed, revealing fluid inside the bag that contained the units. When the first unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened blue winged luer cap. A microscopic inspection showed no signs of surface roughness inside the cap. A functional leak test was conducted by filling the unit with green-colored water to the nominal volume. After filling and priming, the cap was hand-tightened and monitored until the next day; no signs of leakage were observed. The reported condition was verified during the visual inspection; however, it was not verified during functional testing. The cause of the condition could not be determined; however, a probable cause may be user error due to not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates that the winged cap should be securely connected to the device after filling and priming. The device was found to be conforming during functional testing. When the second unit was removed from the bag, a leak was observed at the white luer cap. The white luer cap is not a baxter product and does not fit the distal end of the infusor's flow restrictor, which resulted in leakage. A functional leak test was performed by filling the unit with green-colored water, and the white luer cap was tightened; however, leakage was still observed because the white cap does not fit the distal end of the infusor's flow restrictor. The cause of the condition was determined to be user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking from the fill port. The leak from the fill port was observed after securing the fill port cap on the top of the device after filling with fluorouracil and saline. There was no patient involvement. No additional information is available.